Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact called and reported that at the end of the previous night's treatment, before she had removed the cassette, she noticed fluid leaking from the liberty cycler door and all over the floor. Once the cassette was removed, the contact stated fluid came from the cassette. The patient contact was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. It is unknown if the patient encountered any alarms when the leak was observed. Follow up with the peritoneal dialysis patient indicated that the patient did not have or experience any complications as a result of the fluid leak. There was no medical intervention. There was no missed treatments. The liberty cycler set was discarded by the patient.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."